Manufacturer narrative:
Investigation summary: investigation summary bd received 9 photos and one video for investigation. The photos show the differences that are present on the exterior of the packaging versus what is on the shelf carton packaging: batch number, UDI, manufactured date, expiration date, and material number. The video shows the packaging being opened and highlights the information that is on the outside box versus what is on the shelf packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect label information. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, 37 shelf cartons were received containing expired product from lot 6224657 in shipping cartons marked with lot 5276831 that is not expired. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® eclipse¿ blood collection needle, 37 shelf cartons were received containing expired product from lot 6224657 in shipping cartons marked with lot 5276831 that is not expired. No adverse impact was reported regarding the patient or user.